Event description:
It was reported that during a gastric bypass procedure, the staples didn't form correctly. Unsure of shape the staples took after deployment. Opened another like device and it did not form staples correctly either. Opened a third like device to complete the procedure. There was no patient consequence.